Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided for cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: fully retract and extend snare to confirm a smooth operation of device. Note: if using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised. Prior to distribution, all acusnare soft polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook acusnare polypectomy snare soft was used in the colon. The device does not take the polyp off cleanly. It felt liek it pulled the tissue (which could result in tearing the mucosa). An exact quantity was requested but was unable to be specified by the initial reporter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this ocurrenc.e according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.